Event description:
It was reported by the previous sales rep for the account that the product (er320) was used in a laparoscopic cholecystectomy. The surgeon called the previous rep to see if any changes had been made to the product in the past few years. During the conversation, the surgeon stated that a clip came off one of surgeon's patients from a lap chole procedure and the patient has filed a lawsuit. No other information was provided about when the incident occurred or what consequences resulted from the clip coming off.